Event description:
Spoke to pt's family member in 10/2002 in regards to pt's diabetic meter. In 2002, pt was feeling dizzy, sleepy and was unable to walk, because they were feeling dizzy. Family member tested their bg and obtained a reading somewhere in the 40-60's exact reading in unknown. Family member to take them to the ER. They tested pt's bg on a hosp meter and the reading was "above 630 mg/dl." Pt claims the hosp meter reads only up to 630 mg/dl and when they tested on the lab it was around 670 mg/dl. Pt was treated with insulin. Pt stayed overnight in the ER and they were admitted in the hospital for one day. Pt's bg is not stable and it fluctuates, so they requested they stay in the hospital for a day. Family member mentioned that when they called lfs in 10/2002, ccr found out that pt's test strips were expired and that was why they were obtaining the low bg readings. Family member mentioned that even when pt's bg was low on the meter they still took the set amount of insulin. Family member did not have meter handy to go in the memory of the meter to obtain the previous bg readings. Medical affairs rep advised to write the exp. Date on the vial once it is opened. Ccr sent pt a replacement vial of test strips and ctrl sol.